Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the wire lumen. The hypotube was completely separated 82cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. The shaft was not damaged. The balloon was tightly folded. The tip was not damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 07-jan-2016. It was reported that crossing difficulties were encountered. The 80% stenosed, 24x3.0mm target lesion was located in the moderately tortuous and moderately calcified left main coronary artery (lm). A 2.00mm x 20mm maverick2 balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.